Manufacturer narrative:
Initial observation of the device found that the needle mechanism deployed, but the exposed portion of the soft cannula was not visible and the pink slide insert did not move forward into the viewing window. Inspection of the device found that the pink slide insert was not supported by the catch beam and was next to the slide retract. Damage to the slide retract was also found at the connection between the slide retract and linkage assembly. Although this damage was found, it cannot be conclusively determined whether it contributed to the reported event. When the needle mechanism assembly was reset into the loaded position, rotation of the ratchet gear found that the needle mechanism assembly deployed as intended; the pink slide insert moved forward, the cannula deployed, and the needle retracted. A root cause for the cannula not deploying could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached in the 400's mg/dl while wearing the pod between 1 and 4 hours on unknown location. She realized the cannula had not deployed as intended, when she removed the pod she noticed there was no cannula that ever came out.